Event description:
Event description guidant received information that this chronic implantable transvenous defibrillation lead measured a high shocking impedance during device testing at an elective replacement procedure.